Manufacturer narrative:
This device remains in service, and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine implant of this cardiac resynchronization therapy pacemaker (crt-p) device, out of range pacing impedance of 2,300 ohms was observed. The physician reprogrammed the device, and pacing impedance measurements dropped to 1,900 ohms. All other measurements were within normal ranges. The device remains in service. No adverse patient effects were reported.